Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the customer was using a dual surgeon side console (ssc) setup, and the system displayed a non-recoverable fault. The customer received phone assistance from the technical support engineer (tse) who was unable to review the system logs. The tse had the customer hard reboot the system with no change. The customer stated the system was having them disable the left-hand control on ssc2. The customer stated that they did not need ssc 2 for the procedure. The tse noted error code 2551 and 2588 occurred against ssc2. The tse had the site shut down the system and disconnect ssc2. The system came up without faults and "da vinci is ready" was heard. The site continued with the procedure using ssc1. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the field evaluation, the fse replaced the suspected left master tool manipulator (mtm) to resolve the issue. Isi received the replaced mtm arm for failure analysis. The reported failure was replicated during power up. The axis motor, axis 6 magnet cup, axis 6 magnet, yaw shaft gear, axis 7 motor on the mtm arm were replaced. The complaint was confirmed based on failure analysis.